Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, the reporter indicated that there was a leak between the female connector on the anticoagulant line and the syringe. The female connector is made of polyethylene terephthalate glycol (petg). A potential cause of this condition was determined to be a compatibility issue between the device and flolan ph12, a glaxosmithkline (gsk) product. Gsk has issued hpra safety notice (B)(4) to the UK markets indicating that ¿flolan solution prepared with sterile diluent (ph12) must not be used with any preparation or administration materials containing polyethylene terephthalate (pet) or polyethylene terephthalate glycol (petg).¿ per the safety notice, use of flolan ph12 with pet or petg components can lead to leaks due to cracking or damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood leak occurred during therapy using a prismaflex m100 set. The reporter stated that blood was coming back up into the epoprostenol syringe and leaking at the connection between the set and the syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.